Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia, with a highest noted blood glucose of 298 mg/dl upon waking that persisted despite observed correction insulin delivery, raising concern that insulin was not being received until a supply change was considered; glucose subsequently decreased to 188 mg/dl. Customer care provided assistance that included troubleshooting education regarding potential infusion set or supply issues. Investigation of this case revealed that blood glucose trended down during the call period, suggesting insulin delivery resumed after user actions, though the exact cause remained unclear. No clinical symptoms reported. Outcomes included no medical intervention and no hospitalization. It was concluded that the event involved transient hyperglycemia with unclear cause related to insulin delivery to the body rather than device algorithm output. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.